Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation of the device is complete. Visual inspection and battery testing were performed. Functional testing was attempted but was not possible as the device was inoperable. An audible alarm was encountered when the on/off key was pressed. The reported condition was verified. The cause of the alarm was determined to be a defective power supply which prevented the battery (which was found swollen) from charging correctly. To correct the condition, the power supply and battery were replaced. The device was serviced device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an unknown alarm. It was not specified when in the process this occurred; however, it was reported that there was no patient involvement. No additional information is available.